Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Reason for original complaint.- litigation alleges that the patient suffers from pain, difficulty ambulating, metallosis, pseudotumors, and synovitis. Update: 1/29/2013 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update rec'd 12/11/2012- pfs and medical records received. After review of the primary and revision operative not there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 05/20/2014. (B)(4). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 12/11/2012- pfs and medical records received. After review of the primary and revision operative not there is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The patient harm was updated and added the stem to the impacted product due to alleged elevated metal ions from the ppf. Cup was also added to the ips due to the report that it was removed during revision. Updated patient name and patient dob and added lawyer and hospital name.

Event description:
Litigation alleges that the patient suffers from pain, difficulty ambulating, metallosis, pseudotumors, and synovitis.